Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2019 with the following findings: during investigation, there was internal moisture damage to components , a leak test failed at crack between display lens and case seal. There was no power to the pump due internal moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all of the keypad buttons were under-responsive. It was reported that there was moisture in the battery compartment and behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.